Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, episodes of non-sustained rv oversensing caused by competitive atrial pacing were observed. The patient was asymptomatic. Programming changes were recommended.